Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the guidewire got stuck when the guidewire was withdrawn after puncture and could not be used normally. Nothing unusual was observed on the device prior to use. Besides the reported issue, there were no other visible defects or damages found on the product at the time of the event. Excessive force was used on the device. No cleaning agent(s) was used on the device. There was no leak. Tego was not utilized. There was no luer adapter issue. Guidewire was still intact after it was manually removed. As a remedial action, the puncture needle in the central venous catheter kit was then used to guide the catheter; the catheter was successfully placed and proceeded and completed the procedure. Intervention or treatment was not required. There was no reported patient injury.